Event description:
Additional information was received from the patient. It was reported that there weren¿t any circumstances that lead to the jolting sensation while laying down. The patient stated that no steps were taken to resolve the issue and it was not yet resolved. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that he had to turn his therapy down when he laid down because if he didn¿t it¿ll ¿bite him.¿ the patient reported that more pressure was put on the leads in his spinal cord so it just ¿shocked me real hard.¿ the patient reported that it didn¿t really shock him but when he laid down it gave him more of a jolt so he turned his therapy down. No further complications anticipated.